Event description:
It was reported that during the implant after connecting the leads to the device and after connecting this right atrial (ra) lead to the device noise was seen. The lead testing through the device was withheld until the device was placed inside the pocket to eliminate the possibility the noise from an external source. Noise was still evident after the device and lead were placed into the pocket, thus the connection of the system was checked. The ra lead was disconnected and reconnected to the device and it was possible to see the terminal pin beyond the connector block. Out of range pace impedance measurements were also evident as well as loss of capture. An ra lead fracture was alleged. This ra lead was thus not implanted and a new lead was implanted with no issue. This ra lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, and testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant after connecting the leads to the device and after connecting this right atrial (ra) lead to the device noise was seen. The lead testing through the device was withheld until the device was placed inside the pocket to eliminate the possibility the noise from an external source. Noise was still evident after the device and lead were placed into the pocket, thus the connection of the system was checked. The ra lead was disconnected and reconnected to the device and it was possible to see the terminal pin beyond the connector block. Out of range pace impedance measurements were also evident as well as loss of capture. An ra lead fracture was alleged. This ra lead was thus not implanted and a new lead was implanted with no issue. This ra lead was returned. No adverse patient effects were reported.